Event description:
It was reported that: "item without centimeter markings on catheters. Customer noticed this on all catheters from stock." Associated complaints: 9680794-2024-00759, 9680794-2024-00760, 9680794-2024-00761, 9680794-2024-00762, 9680794-2024-00763 and 9680794-2024-00764.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. A review of the catheter assembly product drawing revealed that no centimeter markings are intended on this device. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "item without centimeter markings on catheters. Customer noticed this on all catheters from stock." Associated complaints: 9680794-2024-00759, 9680794-2024-00760, 9680794-2024-00761, 9680794-2024-00762, 9680794-2024-00763 and 9680794-2024-00764.

Manufacturer narrative:
(B)(4).